Event description:
It was reported that during a procedure at the user facility, the handpiece was too hot for the surgeon to hold. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not confirmed through the service evaluation process.

Event description:
It was reported that during a procedure at the user facility, the handpiece was too hot for the surgeon to hold. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.